Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed imprecision for the alinity free t4 assay. The customer has also confirmed that they are repeating all ft4s above or below the reference range where the tsh is within the reference range. Normal range of 9.01 to 19.05 pmol/l. The following data was provided: sid / date / time / results (B)(6) on (B)(6) 2026, 2:49:44 pm, exception, exception 8.4 9.9 (B)(6) on (B)(6) 2026, 2:30:38 pm, 8.2 8.2 9.3. (B)(6) on (B)(6) 2026, 4:22:39 pm, 8.3 8.3 9.3. (B)(6) on (B)(6) 2026, 10:50:56 am, 8.3 8.3 9.3. (B)(6) on (B)(6) 2026, 5:48:01 pm, 8.3 8.3 9.3. (B)(6) on (B)(6) 2026, 1:50:24 pm, 8.4 8.4 9.3. (B)(6) on (B)(6) 2026, 7:41:42 pm, 7.7 7.7 9.5. (B)(6) on (B)(6) 2026, 3:09:59 am 8.5 8.5 9.5. (B)6) on (B)(6) 2026, 6:40:48 pm, 8.6 8.6 9.6. (B)(6) on (B)(6) 2026, 3:54:37 pm, 8.6 8.6 9.8. (B)(6) on (B)(6) 2026, 6:12:00 pm, 8.6 8.6 9.8. (B)(6) on (B)(6) 2026, 7:20:45 pm, 8.7 8.7 9.8. (B)(6) on (B)(6) 2026, 7:03:01 pm, 8.9 8.9 9.8. (B)(6) on (B)(6) 2026, 2:58:48 pm, 8.9 8.9 9.8. (B)(6) on (B)(6) 2026 4:49:41 pm, 8.8 8.8 9.9. (B)(6) on (B)(6) 2026, 12:59:49 pm, 9 9 9.9. (B)(6) on (B)(6) 2026, 5:40:33 pm, 8.4 8.4 10. (B)(6) on (B)(6) 2026, 2:24:49 pm, 8.7 8.7 10. (B)(6) on(B)(6) 2026, 6:37:15 pm, 8.8 8.8 10. (B)(6) on (B)(6) 2026, 7:48:12 pm, 8 8 10.1. (B)(6) on (B)(6) 026, 3:37:59 pm, 8.6 8.6 10.1. (B)(6) on (B)(6) 2026, 5:53:24 pm, 8.7 8.7 10.2. (B)(6) on (B)(6) 2026, 5:50:42 pm, 8.8 8.8 10.2. (B)(6) on (B)(6) 2026, 2:29:41 pm, 19.4 19.4 15.3. (B)(6) on (B)(6) 2026, 4:11:01 pm, 22.5 22.5 16.2. (B)(6) on (B)(6) 2026, 4:41:38 pm, 20.6 20.6 17.8. (B)(6) on (B)(6) 2026, 4:44:36 am, 20 20 18.6. (B)(6) on (B)(6) 2026, 12:04:44 pm, 20.7 20.7 18.6. (B)(6) on 2026, 5:03:34 pm, 21 21 19. (B)(6) 02/09/2026, 7:44:54 pm, 20.3 20.3 21.3 18.7 no impact to patient management was reported.